Manufacturer narrative:
Product support tested the returned patient sample on retention devices and observed an e8 error. A review of meter trace/scan showed clear sample-specific interference of sample with device; non-specific binding (nsb) spot results were well above error code cut-off. Further retention testing of devices using positive and negative control yielded tni results within manufacturing release criteria. Corrective action not required at this time.

Event description:
Caller reports a false positive troponin (tni) result using the triage cardiac panel. Patient initially diagnosed with acute mi. Subsequent eci lab analyzer negative. Sample was not hemolyzed.